Manufacturer narrative:
No product was returned for evaluation. X-rays confirmed the device broke. A review of the device history records did not identify any nonconformance to specification.

Event description:
It was reported that the patient's rod failed. The patient had revision surgery to explant the device.